Manufacturer narrative:
Technician replaced the power cord and fuses to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the bed had no functions. No pt impact.